Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 26 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
B5: updated describe event or problem.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 26 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. Additionally, the balloon ruptured during the third inflation at 3 atmospheres, and was simply removed from the patient.